Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us registered nurse and concerns a patient of unknown age and gender who was injected with radiesse on (B)(6) 2019. On (B)(6) 2019, the patient contacted the injector and presented to the office on (B)(6) 2019 with blanching and an occlusion in the nasolabial fold (nlf). Treatment reported as sts. Causality, lot, and outcome not reported. Follow up information was received from the reporter's office on 10-may-2019: injection sites reported as midface and nlf. The reported blanching began near the base of the ala. Outcome reported as showing improvement.

Manufacturer narrative:
The device history record for radiesse dermal filler lots100118570 and 100117336 were reviewed. A lot search was conducted on the reported lots and no similar events were noted. No non-conformances were noted that would have contributed to this event. Suspect medical device. Catalogue number: 8063m0k2. Lot number: 100118570. Expiration date: 03/22/2021. UDI number: (B)(4). Manufacture date: 03/22/2019. Catalogue number: 8063m0k2. Lot number: 100117336. Expiration date: 02/12/2021. UDI number: (B)(4). Manufacture date: 02/12/2019.

Event description:
Follow up information was received from the nurse on 10-jun-2019: suspect product changed from radiesse to radiesse(+) according to the provided lot numbers. The patient's age, date of birth, weight, and initials were reporter. Medical history positive for filler injections, including radiesse, for years. Patient had a recent diagnosis of depression. Concomitant medication reported as none. The patient was injected with 4.5cc of radiesse(+) to the temples, midface and nlf. Lot numbers reported as 100118570 (expiry 03/22/2021) for two syringes and 100117336 (expiry 02/12/2021) for one syringe. One day post injection, the patient reported acute pain and numbness in midface. She presented to the office with livedo reticularis at the nasal crease/ala and acute pain and numbness at the ala, upper lip and teeth. The patient self-treated with hot packs and an electric toothbrush to the midface, which tore the skin. Further treatment by the reporter clarified as puracyn to sanitize the area and two doses of hyaluronidase on 08-may-2019. On 09-may-2019, the patient was prescribed sildenafil 100mg, asa 325mg, warm packs, four doses of hyaluronidase mixed with sts over a six hour period, and cephalosporin 500mg three times daily for 10 days. On (B)(6) 2019, the patient was injected with two treatments of a combination of hyaluronidase and sts. Hyperbaric oxygen therapy (hbot) was initiated. On (B)(6) 2019, the patient received another dose of hyaluronidase and sts. The patient completed 10 total sessions of hbot. By (B)(6) 2019, the skin was fully healed and the numbness to the ala and upper lip were beginning to resolve. In the opinion of the reporter, treatment was not necessary to prevent a permanent damage and the events were not considered permanent. Causality reported as not related to radiesse(+). It was further clarified that the radiesse(+) was probably injected to the angular artery at the pyriform and this could have happened with any product.